Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2018, the patient was admitted to the hospital with symptoms of shortness of breath, lethargy and confusion. The hcp was requesting the pump to be turned off on (B)(6) 2018 and requested a manufacturer representative (rep) to assist in programming a discontinuation of the intrathecal therapy. No further information provided. On (B)(6) 2018, additional information was received from the manufacturer representative (rep). The rep confirmed they were the rep the hcp contacted requesting to have the pump turned off. The rep explained to the hcp that they were not allowed to and referred the ER hcp to the managing hcp. They spoke and decided to reduce the dose by approximately 12%. The cause of the symptoms was not known. The patient was admitted to the hospital. The rep did not know the patient's status. The pump was used to deliver baclofen (2,000 mg/ml, 684 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-07, additional information was received from the healthcare professional (hcp). Additional information received reported the cause of the patient's symptoms were "sepsis, chf (congestive heart failure)". The hcp stated that decreasing the dose, "unlikely" resolved the symptoms. Further actions taken were antibiotics, supportive care and "discharged from hospital - all good".